Manufacturer narrative:
The reported event of adverse event without identified device or use problem could not be confirmed. Visual inspection showed that the helix length was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-1006507. It was reported that patient developed a pericardial effusion and cardiac tamponade during a right ventricular leadless pacemaker (lp) implant using a delivery catheter (dc). It was discovered after the contrast agent was found to be trapped in the pericardium, patient lost consciousness, and patient's blood pressure dropped. The tricuspid valve was also noted to have collapsed. The anterior right ventricular wall was the suspected perforation location. Lp was not implanted, and patient underwent a pericardial drainage to resolve the issues. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.